Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil had migrated and it was missing") and genital haemorrhage ("abnormal excessive bleeding") in a female patient who had essure inserted for female sterilization. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and back pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on or around 2013, total hysterectomy however, one of the coils was never explanted). Essure treatment was not changed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: since her partial removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Plaintiff has not yet been able to have both essure devices removed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.